Manufacturer narrative:
Patient weight reported as (B)(6) kilograms. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. It is not known which of the eight implanted screws contains the broken fragment of the screwdriver shaft. Possible part numbers for concomitant screw are 204.816, 204.818, 212.105, 212.106, or unknown 20mm screw, lot number unknown, quantity 1. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a right radial shaft fracture with elbow dislocation, the surgeon used a manual screwdriver to implant the screws into the plate and bone. Due to the patient's hard bone quality, the surgeon changed to a competitor¿s power driver for the last two screws. It was noted a torque limiter was available but was not used. As the screws were being inserted, the screwdriver tip broke off into the recess of the screw head. This occurred in the last screw being inserted. The tip was fused to the recess, and since the tip was flush with the head of the screw, the surgeon decided not to try to retrieve it. It is not known which of the screws has the fused broken screwdriver tip in it, as all screws remain implanted. There were no further problems implanting the plate or any other screws. The surgery was completed with no reported harm to the patient and there was good reduction of the fracture. Patient was stable during and following surgery, and was discharged from the hospital the same day. Concomitant devices reported: large stryker power driver (part number unknown, lot number unknown, quantity 1); screw (possible part 204.816, 204.818, 212.105, 212.106, or unknown 20mm screw, lot number unknown, quantity 1). This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).